Event description:
It was reported that a patient underwent a total joint arthroplasty in 2022. Subsequently, the patient underwent a revision on (B)(6) 2025 due to liner fracture. The surgeon did not notice that the prosthesis had been fitted too tightly when he received the patient. The cup is damaged because he had to use instruments to extract it. The neck and the cup were revised.

Manufacturer narrative:
The reported event could be confirmed since the affected device was returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities related to the reported event. After a thorough investigation (returned device, device history review record, complaint history review), it appears that the failure is primarily related to an initial conflict which led to implant breakage. The identified root cause represents the most likely explanation based on current evidence and does not constitute definitive proof of causality.